Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the rca. Approximately 23 months post procedure the patient suffered nstemi. It is unknown if the target vessel was involved. Diagnostic procedures were carried out but no intervention. The patient recovered. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication.